Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose on (B)(6) 2020, with blood glucose of 47 mmol/l. Customer was in emergency room as a result of high blood glucose level. The customer was treated with insulin. The insulin pump will not be returned for analysis.